Event description:
It was reported there were episodes of false asystole noted on the remote data transmission with the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).